Event description:
It was reported that the patient presented to the emergency room with dizziness and lightheadedness. The patient's device was reprogrammed in order to shorten the atrioventricular delays and the patient's symptoms improved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.